Event description:
The pt reported experiencing unexplainable elevated blood glucose of 17 mmol/l (306 mg/dl) in 2009. He bolused through the infusion device but his blood glucose elevated to 23 mmol/l (414 mg/dl). He changed the insulin cartridge, adapter, infusion site, and infusion tubing. He reconnected to the infusion device and his blood glucose elevated to 25.3 mmol/l (455 mg/dl). His disconnected from the infusion site and bolused and no insulin dripped from the end of the infusion tubing. He again changed his accessories and insulin flowed from the end of the infusion tubing. He reconnected to the infusion device and bolused to lower his blood glucose. He stated that no errors or alerts were displayed. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.